Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2017. The rep stated that they saw the patient in the clinic on (B)(6) 2017. The patient was reprogrammed for better coverage in their legs which was achieved. The patient forgot how to use their antenna with the programmer and was re-educated on how to plug it in and use it. When the patient left the clinic visit they had better coverage in their legs and they did a return demonstration on how to use the programmer and antenna. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that they have not been able to use their device for three months because it does not work. The patient later reported conflicting information stating that their device stopped working a month ago. It was attempted to clarify if the patient was referring to their implant inside their body or their patient programmer, but the patient just said that it did not work and it used to go up. The patient synced with their ins on the day of the report and saw a warning message to change their patient programmer batteries. The patient would change the batteries and call back for further troubleshooting. The patient noted having an appointment with their healthcare professional (hcp) at 2:30 pm on the day of the report. There were no patient symptoms reported and no complications reported.